Event description:
It was reported the patient was experiencing discomfort at the implantable pulse generator (ipg) site. It was also noted that the lead was out of space. The patient underwent a revision procedure in which the ipg and leads were replaced, and the ipg was moved in a comfortable position. The patient was doing well postoperatively, and the explanted devices will not be returned, as they were kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 20598796.